Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for interrogation of the implantable cardiac monitor after a syncopal episode. The device had been unable to connect to the patient¿s transponder since (B)(6) 2020, and was unable to be interrogated by merlin programmer in -clinic. There were no patient consequences and no interventions reported.